Event description:
It was reported that a patient underwent a dilatation and curettage, inter-operative hysteroscopy, and an endometrial thermal ablation in 2008. During the procedure, about seven and one half minutes into the therapy cycle, the pressure slowly dropped below 100mm/hg and the controller displayed a low pressure warning. At this point, the surgeon manually stopped the therapy cycle. The balloon catheter was removed, reprimed, and reinserted to restart the procedure for an additional minute after bringing pressure back up to 180mm/hg. At the end of the therapy, an anterior vaginal burn measuring two centimeters by three centimeters was noticed. The surgeon stated that there was no indication that the balloon had herniated out of the cervix during the procedure. Silvadene was applied to the burn and multiple office visits occurred. The surgeon opines the cause of the burn was that the balloon hour glassed out. The patient's current condition is good.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.